Event description:
Boston scientific was notified that 3 gdc coils were used to embolize the aneurysm. All of these coils were already detached when the power supply was turned on. The voltage was above 8 and the ECG monitoring was disturbed as if the coils were detached. The power supply signalled as detached after withdrawing the coil pusher by 30-40 cm. All 3 gdc coils were already detached during the deployment. Pt status: good.